Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
When showing the product to a customer, the convatec sales rep noticed that all 10 blisters out of one retail box were not properly sealed. The product was not handed to the customer, so the dressings were not used on patients.